Event description:
It was reported that the patient enrolled in the advanced iii study received an inappropriate shock for atrial fibrillation (af) with high ventricular rate. The device was reprogrammed. The patient subsequently received another shock for af. The device remains in use. It was also noted that the device was expired when it was implanted into the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies relevant to this event.